Event description:
Customer reported unexpected negative results when testing patient sample with capture-r ready-screen 3 (crrs 3) on the echo. The patient has a history of multiple antibodies, including anti-c, -e, -k, and -fya.

Manufacturer narrative:
Review of camera images:crrs lot r054 screen cell 1 is positive for c and fya. Screen cell 2 is positive for e and fya. Screen cell 3 is positive for k. The echo generated negative results for all cells. The reactivity of the c, e, fya and k antigens were confirmed on retention crrs(3), lot r054.the reactivity of the c, e, fya and k antigens were confirmed on returned crrs(3), lot r054.the returned patient sample exhibited 4+ hemolysis. The submitted plasma sample (reported to have previous anti-c, -e, -k, -fya) was tested by manual capture with returned and retention crrs(3), lot r056. The sample was nonreactive with all reagent red cells tested.sample was tested by a tube hemagglutination test method using selected cells from panocell-20. The sample was nonreactive with all cells tested.the event appears to be related to the nature of the sample.